Manufacturer narrative:
Event date: exact date unknown, event occurred on the day the device was explanted.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information has been obtained despite good faith efforts.